Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl and was hospitalized "while on a cruise". Low bg cause was not clear. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer was treated with intravenous fluids of saline "inside the cruise ship" and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.